Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the ventricular lead was unable to be inserted into the device head due to a stripped set screw. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The complaint of loose or intermittent connection was confirmed. Visual examination of the atrial and ventricular setscrews revealed stripping at the beginning of the insets and this is consistent with user error during the procedure. The device was received in normal mode. Electrical, mechanical and environmental stress testing were performed and the device exhibited normal characteristics. The device battery voltage was measured as normal and above eri level, and the pacing output was stable and normal throughout the duration of the tests. Furthermore, longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.